Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm states the provider states the facility alleged the junction box smoked up the room, fire department was called and alerted to the air conditioner and that was not the issue and alleges it was the bed. Tbm states property damage to the television and clothing. Tbm states the facility alleges three residents in the room were sent to the hospital for smoke inhalation and for observation. Tbm states no fire only smoke from the junction box. No further information has been provided at this time. Update from (B)(6) 2016 added by complaint handling unit: per email received to (B)(4) on (B)(6) 2016: per the owner of the dealership ((B)(4)) the three residents who were hospitalized due to the alleged smoking/sparking of the bed were released from the hospital earlier this week. We do not have specific medical details at this time, but he believed each were hospitalized due to smoke inhalation that exacerbated their pre-existing respiratory conditions. Two of the residents were released back to the facility, and the third was sent home.